Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical mechanical inspection. The visual inspection showed that the lead was excessively stretched and deformed between 13.5 cm and 16.5 cm distal to the is-1 connector pin. In this region the insulation was severed and the outer coil was fractured. Furthermore the inner coil was deformed. Based on the characteristics, it is reasonable to assume that these damages resulted from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
The patient expired on (B)(6) 2016 due to arteriosclerotic cardiovascular disease. Should additional information be received, this file will be updated.